Event description:
Boston scientific crm received info that this dextrus atrial lead exhibited inadequate pacing/sensing measurements due to dislodgement into the ventricle. In a revision procedure, the lead was successfully repositioned. No adverse pt effects were reported.